Event description:
It was reported that the patient experienced discomfort, so the neurostimulator was moved to a new location. She was receiving symptom control. The healthcare provider confirmed that the patient developed a wound infection and experienced sensory changes. Her device was reprogrammed and she was unable to feel sensation on any settings. Her neurostimulator was revised. The patient recovered without sequela.